Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. There were no complications to the patient.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was code corruption. After downloading the product code, the device exhibited normal characteristics.